Event description:
It was reported there were 4 instances when the green-blue tipped portion of the stylet had come loose or come off the stylet. Once the tip was put back on, it did not hold in place as well when it was attempted to be used again. The event occurred with one particular model number leads. The events occurred with 3 different physicians over the last month or so. The pt outcome was unk. See also MFR report #s: 3007566237-2010-04529, 3007566237-2010-04531, 3007566237-2010-04533.

Manufacturer narrative:
(B)(4).